Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient was complaining of intermittent beeps coming from the controller without any display message or alarm indicator. The batteries were replaced and a controller exchange was performed. There was no reported patient injury as a result of this event. All of the devices were returned to the manufacturer for evaluation. The returned controller passed visual inspection and functional test and ran without alarm; the device performed per specification. The reported event could not be confirmed via log files as they did not show any abnormal activity. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is five of six reports (3007042319-2015-04110, 2015-04111, 2015-04112, 2015-04113, 2015-04114 and 3007042319-2014-00633) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient was complaining of intermittent beeps coming from the controller without any display message or alarm indicator. The patient reported this was occurring with all batteries, as well as when using the alternating current (ac) adapter and one battery or when using two batteries. The patient was not using a cell phone at the time of the event. The patient confirmed that the beeps were not coming from the implantable cardioverter defibrillator (ICD). The facility performed a controller exchange, removed the controller and all five (5) batteries from service and provided the patient with replacement devices. It was further reported that the patient was not aware of any accidental disconnections of both power sources at the same time. There was no reported patient injury; the patient was asymptomatic during both the loss of power and controller exchange. The patient is reported to be doing well at home with no further issues.